Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. 4316 - the concluded cause is not adequately described by any other term.

Event description:
It was reported that an app that stopped working occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be an app crash. The probable cause of an app crash could not be determined.